Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that an 840 ventilator had an inoperable graphic user interface. The ventilator was not on a patient at the time of the event.